Event description:
The report stated, that during preparation for a radio frequency ablation procedure, a water leak occurred at the strain relief of the needle electrode. A new needle electrode was opened and the procedure completed. There was no injury reported.

Manufacturer narrative:
Date of initial report: 11/14/2007. The incident sample was not returned for evaluation, therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.